Manufacturer narrative:
Analysis of lead reveals that the lead was bent at the distal end between electrodes 1 and 2. The functional test revealed no shorts. Circuit 0 was 84.7ohms; circuit 1 was 84.3 ohms; circuit 2 was 83.4 ohms; circuit 3 was 82.7 ohms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a break or fracture between the first and second electrode of a lead. It was noted that while the lead was being advanced past the introducer, the electrodes met resistance and bent backwards. It was reported that the lead was removed and the break at the electrode was noticed. A new lead was opened and placed without issue. The lead was never implanted and was replaced. It was reported that no diagnostic testing or troubleshooting was performed, the issue resolved, and the cause of the issue was not determined. It was noted that the patient would be continuing her trial for the next two weeks.